Event description:
Procedure: liver resection. According to the reporter: during the removal of the device and specimen, the bag tore and emptied the specimen into the abdomen of the pt. The bag ripped at the bottom. Surgeon had to convert to an open procedure to remove the contents.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2014.